Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a nc sprinter legend balloon catheter to treat a lesion in the mid lad following pci of the rca. The mid lad was reported to be severely calcified. It was attempted to dilate and treat the lesion with non-mdt balloons one of which burst. The physician then decided to use an nc sprinter balloon catheter which also burst. After several inflations,the winged balloon could not get to the mid lad. A new nc sprinter also could not cross. It was decided to stop the procedure however when removing the wires ,closure of the vessel was detected (timi 0) and was reported to be most likely due to dissection. This was treated by further (non-mdt ) ballooning leaving 70-80% residual stenosis with type b dissection. The patient was hemodynamically stable and free of chest pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.